Event description:
It was reported the patient felt slow on the morning of the report. It was stated when the patient had checked the patient programmer and the right side light was on which meant the implantable neurostimulator (ins) was off. It was noted the patient felt terrible. Additional information received reported the patient felt slow the morning of the report. It was noted if they were slow, the system did not work. It was noted the patient programmer battery was low and all of the lights were lit.

Manufacturer narrative:
(B)(4).